Manufacturer narrative:
Section d6a - implant date: not applicable. The disposable interface is not an implantable device. Section d6b - explant date: not applicable. The disposable interface is not an implantable device; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the disposable interface were reviewed. The product was manufactured and released according to specification. A search for related complaints from lot number 60389250 from the last 12 months was conducted using qlik report on (B)(6) 2023. 4 related complaints found for foreign material - loose. Per DHR, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. As a result of the investigation, there is no indication of a product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using a disposable patient interface, a fog/smear was observed which could not be cleared. It is unknown if suction to the eye was achieved. It is unknown, if the procedure was completed or what the patient outcome was. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 06/07/2023 device evaluated by manufacturer: yes device evaluation: one (1) patient interface was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product reveals a layer of residue covering the majority of the lens of the patient interface cone. The reported issue is confirmed. Although not having established a conclusive assignable cause for the reported issue, it is possible that a likely cause may be associated with the external manufacturer's adhesive application process and/or the cone assembly inspection for adhesive overflow which allows for rework of the assembly if adhesive overflow is identified beyond the assembly's inner line. The external manufacture's assessment of relevant equipment and tooling used in the manufacturing of the product in question did not identify any damage or malfunctioning conditions which could potentially result in the reported issue. Based on review of applicable device history records (dhrs), the external manufacturer concluded that the device in question was manufactured in accordance with applicable specifications and met all applicable inspection criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.